Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient's neurologist asked him to call for reprogramming because he was urinating a lot. The patient stated that he needed help changing programs over the phone. Troubleshooting attempts were made and the patient programmer showed stimulation was on and showed p1 at 4.8v. The patient changed to p2 and increased to 1.3v and confirmed he was feeling comfortable stimulation. The patient confirmed there were no falls related to the issue and he was redirected to his healthcare professional. Additional information from the patient on (B)(6) reported since the previous call he had been adjusting the setting and had programming questions. General programming guidance was reviewed. The patient noted since he received the implant it had been a blessing and had experienced at least 50% improvement. The patient to increase setting based on symptoms results. Additional information from the consumer regarding the patient on (B)(6) reported he noticed he was urinating more at night. The patient stated he hadn¿t make any changed to what or how much he was drinking. It was unknown if the change in therapy was related to the positional movement. It was noted the patient synced with the implantable neurostimulator (ins) and the stimulation was on. The patient stated they planned to track after adjusting and if they didn¿t experience improvement, the patient would increase the setting again and continue until they experience improvement or reached the upper limit and then could switch to a different program if needed. The patient noted the urinating more at night began 3-4 days ago and it was sudden in onset. The patient stated he didn¿t know if he had a urinary tract infection (uti). The patient was directed to contact the hcp to discuss and determine if the suggested to be tested for a uti. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that no changes were made and the patient just urinated more often. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported he was on program 2 and accidently switched to program 3. He wanted to know how to get back to program 2. He first stated he had to adjust stimulation every couple day because he started urinating more. Then later in the call the patient stated he had to adjust stimulation every couple week because he started urinating more. He stated having to adjust stimulation because he started urinating more had been going on since the device was implanted. During the call the patient was able to change from program 3 back to program 2. Troubleshooting resolved reported issue.